Event description:
During routine rounds, nurse noted that pt's physiologic monitor was not working (no power), pt was pulseless and unresponsive. Code was called and pt was resuscitated. Pt was in room 15 of 17-bed micu. Nurses did not notice loss of signal at central station. Monitor was evaluated by biomedical engineering. Main power transformer was burned out.